Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump failed to produce a bead during or preparation. The clinic prepped the pump by following the prep method by adding room temperature saline to the solution warmer after flushing the catheter and turning it to 95°. The beads did not occur during the 10-minute wait period when the solution warmer got down to 95°.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump is in transit to intera oncology. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.